Event description:
Pt was initially seen on (B)(6) 2006, for dense corneal ulcer on the right eye - symptoms of pain, redness, light sensitive, watering, blurred vision starting 6 weeks prior. Pt was being treated for possible herpes simple xvirus by another physician, but result was not improving. Once culture came back that was done on (B)(6) 2008, confirming diagnosis of acanthamoeba keratitis. Pt was treated from (B)(6) 2006 to (B)(6) 2007. Pt was left with severe corneal scar and required a corneal transplant in right eye performed on (B)(6) 2007.